Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. No audio/beep anomaly and no frozen display noted. We were unable to perform any test due to keypad unresponsive. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump makes a constant tone and beeping noise. Customer's blood glucose was 160 mg/dl at the time of incident and treated with an injection. Troubleshooting found that the pump keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.